Event description:
It was reported that there have been 3 or 4 incidents over a 4-6 week period of infusion pumps over infusing primarily with heparin in the ccu dept. No specific clinical information was received. No patient injuries resulted. It was commented that the incidents appeared to stop when co-workers were utilized to verify proper loading and programming of the pumps.